Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: 2 incidents where there was a hole in the arterial portion of the blood line. Pre blood pump pre arterial pod a pinhole was noted after seeing droplets of blood on machine. No patient involvement.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the investigation results, no samples were available to be returned for product evaluation. A review of the device history records for sl-(B)(4). Lot 10754012 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. A search of the complaint database for this blood tubing set lot number shows no additional complaints of damaged components as of complaint closure, indicating this is an infrequent occurrence. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.